Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 21:54:30. During night drain cycle three, the patient's ultrafiltration reading was 985ml, indicating the home patient drained 985ml more than their maximum programmed fill volume of 1600ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass low drain volume alarm in initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.